Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: the top of the battery cap was found to be damaged. The battery compartment was intact, but there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The data in the pump's black box from the time of the alleged event has been overwritten due to continued use of the pump. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. The pump passed a leak test. There was no evidence of additional moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.